Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the data cannot be further investigated. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was indicated that the patient was using an unsupported operating system. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.